Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Interrogation of the device confirmed it was operating in safety mode and that it had undergone resets. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the device entering safety mode.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered safety mode and as a result, was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered safety mode and as a result, was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.